Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information that has not been able to be completely investigated or verified prior to the required reporting date. This report does not reflect a conclusion that the report constitutes and admission that the device, the company, or its employees caused or contributed to the potential event described in this report. The products have not been returned to the manufacturer for evaluation, therefore a DHR review could not be conducted. A definitive root cause cannot be identified. If additional information relevant to the investigation or other content of this report is identified, this report will be updated. Multiple MDR reports were filed for this event, please see associated reports: 3014680795-2025-00033; 3014680795-2025-00034; 3014680795-2025-00036

Event description:
It was reported a patient that underwent a sternal closure using a variety of plates and screws along with fiber tape on (B)(6), 2025 experienced a sternal dehiscence that correlated with extreme coughing fits. The patient underwent revision surgery to correct the sternal dehiscence. During reoperation it was identified that one x-plate dissociated from the bone and the second x-plate completely fractured.